Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, visibility/palpability.

Event description:
Healthcare professional reported left side "deflation and pointy at the top." Device remains implanted.

Event description:
Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation-breast: observed, one opening assessed as surgical damage. Visibility/palpability-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed

Event description:
Healthcare professional reported "deflation and pointy at the top". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 05/29/2024. Additional, corrected and/or changed data: b.6, d.6b.

Event description:
Healthcare professional reported "deflation and pointy at the top". This record is for the left side. Device was explanted and replaced.